Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the patient's cardiologist she felt there was a potential clot in the patient's lvad. The patient had been experiencing high pump power and also presented with liver failure, kidney failure, and fatigue. A decision was made to exchange the patient's pump. The pump was exchanged and the patient remains ongoing with the new lvad.